Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose and was treated with correction bolus via pump on (B)(6) 2026. The patient also reported that the patient used the infusion set for two to three days, which exceeded the recommended wear time.